Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera duodenovideoscope and a single use distal cover, upon withdrawal of the scope from the patient, the distal cover was missing. It may have fallen into the body (the duodenum, although it cannot be confirmed), and it seems that it still remains in the patient¿s body. The physician feels the cover may have come into contact with the drainage tube and fell off. No additional consequences to the patient have been reported. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure. Additional details regarding the reported event have been requested. At this time no additional information has been provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Additional information reported by the customer: the following information is unknown and cannot be provided: patient weight, patient gender, patient pre-existing conditions/pertinent health history, procedure being performed, indication for the procedure, whether there were any procedural or anatomical challenges or adverse effects to the patient. The only treatment/intervention required as a result of this occurrence was recovery of the tip cover that fell off the endoscope. The patient's current condition is described as "remission."

Manufacturer narrative:
This report is being updated to provide additional information reported y the customer and investigation findings. New information is reported in b5, h6, and h10. The device was not returned to olympus for evaluation is based on information reported by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Based on repair history for this device, it was determined that the distal end insertion unit, universal cord, and scope connector were replaced on august 18th, 2021 (by olympus) the definitive root cause of the reported event could not be determined. Based on the available information the following is presumed: the user attached the distal cover with something abnormal such as peeled off metal part and rubber cap, or distal cover with cracks, cleavages, and deformation. The distal cover was forcibly attached with the suction and biopsy channel outlet closed (when the forceps elevator was raised). It was not securely attached to the distal end. Stress of repeated use, external factors, or handling.